Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, 879 high ventricular rate events were noted. The segms showed non-physiologic events on the ventricular channel. The lead had dislodged but the patient would not allow a revision. Lead impedances were normal but thresholds were as high as 3.0 v at .8 ms.